Event description:
Upon pulling on the suture to make the initial cinching motion, sutures broke leaving the t's in the knee and behind the capsule. The knots broke at the point of the t.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).